Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged when the beds were delivered. He was performing a function check and the bed did not have an audible alarm. He found no external buzzer was mounted on the bed.